Event description:
It was initially reported that the patient was charging more than expected. Follow up information received indicated that the patient met with their healthcare professional (hcp) on (B)(6) 2011 where it was determined that the stimulation pattern was excellent, but the patient experienced tenderness over the implantable neurostimulator (ins) site and spinal processes area. It was noted that the ins was close to the midline and was improperly implanted (by a different hcp) which resulted in charging difficulties experienced by the patient. On (B)(6) 2011, the hcp revised the ins pocket with the result that the patient had excellent stimulation coverage, no recharging difficulties, and no longer experience pain at the ins site. Impedance measurements were in normal range. The patient outcome was reported as no injury.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Recharger model 37752, serial # (B)(4), programmer model 37743, serial # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the stimulator was initially implanted the patient reached back and grabbed the incision because they weren't "under enough." T was noted they had to move it to a different spot. It was noted it was implanted closer to the spine. It was noted it was so close to the spine it was digging into the patient's spine. It was noted they ended up moving it over about 3 or 4 inches closer to their side.

Manufacturer narrative:
(B)(4).